Event description:
The dental implant fx6008swc was removed on (B)(6) 2017 due to failure to osseointegrate 21 days after implantation. The doctor indicated that local infection may have caused the implant removal. The patient has a history of diabetes and tobacco use and has been recovered without complications.